Event description:
Patient had a laparoscopic cholecystectomy. When closing the port holes, the suture needle broke and portion of needle was retained in patient's subcutaneous tissue.======================manufacturer response for suture, 0 vicryl suture ur - 6 (per site reporter).======================reporter unaware of response.